Event description:
It was reported the programmer and programmer rf (radiofrequency) head will not interrogate. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found that there was intermittent interrogation caused by a defective pcb (printed circuit board). It was also noted that there was a loose rf (radiofrequency) head connector, and the system fan was noisy. (B)(4) the programmer rf head was analyzed, and no anomalies were found.